Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the component, which loads the clip into the jaw, had sustained damage. This damage prevented the clip from being advanced into the jaws correctly which may have contributed to your experience with the device. This type of damage is consistent with what occurs when the device is inserted through or removed from a trocar while a clip is present in the jaws. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. The epix universal clip applier instructions for use states to "not place the clip applier through the trocar if a clip is present in the jaws." This document represents our initial/final report.

Event description:
Lap chole: " surgeon said the clip applier would not come out of the cannula. Clip fell off after closing."